Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that upon interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) was at end of life (eol) and exhibited two codes showing battery depletion and charge time out. Further interrogation revealed high out of range electrode impedance measurements. It was unknown when the s-ICD reached eol and boston scientific technical services (ts) stated that the patient should be considered unprotected and explant should occur. Ts further suggested x-rays be taken to look for an underlying cause of the high shock impedance. A revision procedure was performed where x-rays were taken and no issues identified with the system. The s-ICD was explanted and replaced. The electrode was tested with the new s-ICD and yielded within range measurements, thus it remained in service with the new device. No additional adverse patient effects were reported.